Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device at a third party service center, the ventilator inoperative complaint was confirmed. The service technician states that seven error codes relating to a voltage fail, which escalate to a ventilator inoperative condition if continued, were found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to address the issue. Additionally, a therapy buzzer failure error code and power buzzer failure error code were found in the device's error log. The buzzer assembly was replaced. Also, a ventilator service required error code relating to a motor bulk capacitor was found. It is noted that the machine flow sensor was contaminated, and the muffler assembly, air foam inlet filter, and particulate filter were replaced for preventative maintenance. The device passed all final testing. No further investigation is required. The section h coding has been updated.